Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va127gk, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received via a manufacturer representative from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) battery came through the skin and was protruding out and exposed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The physician scheduled for the patient to have the system explanted and the explant of the ins and lead was performed. During the explant, the physician sent tissue to be evaluated for an infection. The issue was resolved and the patient status was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.